Event description:
It was reported that a atb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, the surgeon felt difficulty to fire the instrument. After that, the jaw would not open. Finally the jaw opened and a new instrument was used to complete the case. There was no consequence to the pt.